Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue was not related to the cardiomems product. Per the cardiomems hf system user¿s manual, an abnormal heart rhythm is a potential risk observed with sensor implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the patient with a known history of ventricular arrhythmia went into ventricular tachycardia that was sustained after removal of a pulmonary artery catheter from the right ventricle. A cardioversion was performed to return to sinus rhythm and the sensor was successfully placed in the left pulmonary artery.